Manufacturer narrative:
(B)(4). Date sent: 12/14/2021.

Manufacturer narrative:
(B)(4). Batch # unk. As the device was not returned, an analysis investigation could not be performed. A conclusion could not be reached as to what may have caused or contributed to the event. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformance.

Event description:
It was reported via the risk manager, "received notice of claim stating (B)(6) year-old female with history of diverticulitis and colon polyps was recently diagnosed with a right renal mass and underwent a right radical nephrectomy. During the procedure, an ¿endogia stapler with a vascular load¿ was used. Surgeon states that ¿tumor was found invading the right renal vein. The tumor was upper pole and abutted the ivc, limiting the mobility¿ he further noted that ¿little space could be created between the ivc and tumor,¿ and so he fired across the hilum which resulted in sealing of the specimen side ¿but failing to seal the ivc side¿ and ¿a large, linear laceration in the renal vein was observed.¿ an emergency repair of the vena cava was performed by a vascular surgeon and once the field was hemostatic and irrigated with no bleeding observed, the procedure was completed. The patient was discharged 15 days later in good condition."